Manufacturer narrative:
(B)(4) method: the device was not available for return and analysis. A review of the device history record (DHR) for the reported lot number was performed. Results: as the device was unavailable for analysis, no methods were performed, therefore, results cannot be obtained. Conclusions: the device was not returned for evaluation, therefore we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Event description:
Fill volume: 550ml, flow rate: 8ml/hr, procedure: right knee surgery, cathplace: asku, infusion started: (B)(6) 2015 at approximately 6:00pm. It was reported that a patient experienced a metallic taste in the mouth with a pump's infusion. The symptoms occurred at home approximately 4 hours after the infusion started. The patient's family member clamped the tubing and the symptoms dissipated. Additional information was received on 10/23/2015. The patient's family member reported that the infusion was expected to infuse for 3 days. On (B)(6) 2015, in the morning, the patient's family member contacted the anesthesiologist and since the symptoms had dissipated, the infusion was started again. No further symptoms occurred with the infusion. The device is available for return.